Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was received without identification. The insertion tube is fractured at the proximal end. The tube ferrule has been pushed back into the handle body allowing the insertion tube to move around freely. The cleat is fully extended. Bio debris was present. The black/white suture has a fraying break on one end of the two pieces of suture. The other three ends do not show a break. No anchor was returned. Insufficient product identification information was provided and thus a manufacturing record review, a complaint history review, a risk management review, nor a product prints specification review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device or suture contact with sharp objects.). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a standard medial row rotator cuff repair, an unknown q-fix soft suture anchor device failed due to a fracture of the insertion tube at its proximal end. The procedure was successfully completed using a smith+nephew backup device, which was implanted in an additional bone hole. The delay caused by the incident was less than five minutes. An appropriate cuff repair was achieved, and the patient is expected to have a normal postoperative course. No further complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.